Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and embolization occurred. The 75% stenosed lesion being treated was located in the mildly calcified, severely tortuous mid circumflex (cx) artery. The lesion was predilated with a 2.5x12 mm medtronic sprinter balloon, inflated twice to 17 atms. The physician was unable to cross the lesion with the 2.50x12 mm taxus liberte drug eluting stent. During withdrawal of the catheter, stent damage occurred, which caused the stent to catch on the catheter guide and come off the balloon. The stent was found and expanded in the iliac. No pt complications were reported. Pt status reported as "good". This product is only ous approved, but it is similar to a marketed us device.